Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the operating room for an implant. During the procedure it was noted that the right ventricular lead was attempted to be positioned multiple times to get better sensing and capture measurements. The capture threshold was slightly high, but the lead was capturing the ventricular properly. Prior to closing the pocket, the physician noted that the capture threshold had increased further, and the impedance was also rising but was in range. The lead was not used and replaced. The patient was stable throughout.

Manufacturer narrative:
The reported events of capture threshold had increased, and rising impedance were not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.